Event description:
Spoke to (B)(4), bsc rep, and (B)(6), nurse & initial reporter, on (B)(6) 2015 regarding clarification of the event. During unpacking and checking inventory, it was noticed that the end of stent was crimped. The packages were unopened and unused. There was no visible damage to the packaging. There was no patient involved, and the devices will be returned. There is no other information available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.